Manufacturer narrative:
Correction to the following, item was returned to bsn on (B)(6) 2011. The explanted ipg passed visual and performance tests done. A review of the sterilization documentation of the ipg found it to be satisfactory.

Event description:
A report was received that the patient's ipg was explanted due to a potential infection. The patient's symptom was a scab that had formed over the ipg pocket site. The physician plans to reimplant a new ipg on the opposite side once the patient heals.

Event description:
A report was received that the patient's ipg was explanted due to a potential infection. The patient's symptom was a scab that had formed over the ipg pocket site. The physician plans to reimplant a new ipg on the opposite side once the patient heals.